Event description:
On (B)(6) 2007 pt (B)(6), underwent elective right eye cataract removal and lens replacement. During the phaco removal of the cataract, the starr phaco emulsifier possibly malfunctioned. The irrigation and aspiration handpiece had entrapped the iris and would not release. The pt received an iris dehiscence.